Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue; the pump reportedly became hot to the touch. This issue occurred again after changing the battery to a brand new battery. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 27-apr-2018 with the following findings: a review of the pump¿s black box and alarm history showed a sudden drop in voltage prior to the alleged event. During investigation, the pump¿s electrical draws were tested and¿ found to be within required specifications. The pump successfully completed the 24 hour duration test without any temperature issues. The pump cover was removed and there was no evidence of moisture or damage to the internal components. The original complaint of a temperature issue was unable to be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.